Event description:
Pocket pain - per surgeon's report pt has been reporting pocket pain with spasms on the opposite side of the abdominal wall. Pt did not want a re-implant or move the pocket.

Manufacturer narrative:
Patient presented with complaints of discomfort/pain/spasms and elected to have device explanted. Explanted devices were disposed of onsite therefore no analysis possible. No further action to be taken.